Event description:
It was reported that during the implant procedure that high impedance was measured. The threshold was >2 volts. The connector "leg" was slightly bent. The lead was not used and a new lead was implanted. No patient complications were reported. (B)(6) 2009 returned with same information. (B)(6) 2009 returned with the same information.

Event description:
It was reported that during the implant procedure that high impedance was measured. The threshold was >2 volts. The connector "leg" was slightly bent. The lead was not used and a new lead was implanted. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) connector pin bent and the was some blood infiltration into the helix mechanism.